Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip was not deploying from the catheter. It was noted that they opened the handle excessively, jiggling off the handle and putting pressure against the clip to create a new angle to release from catheter, then clip was deployed onto tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.